Event description:
During initial implant procedure, loss of capture was observed on the left ventricular (lv) lead in two positions. It was alleged that the lead was damaged. A new lv lead was successfully implanted to resolve the event. The patient was stable.